Manufacturer narrative:
E1:initial reporter facility name - (B)(6). E1:initial reporter address 1 - (B)(6).

Event description:
Imperial clinical trial. It was reported stent fracture occurred. Index procedure was performed on (B)(6) 2016. The 80 % stenosed target lesion was located in left distal superficial femoral artery (sfa) extending to left proximal popliteal artery (ppa), and was 100 mm long with a proximal reference vessel diameter of 6.0 mm and distal vessel diameter of 6.0 mm, classified as tasc ii b lesion. Direct placement of a 7.0 mm x 120 mm study stent was used to treat the lesion. Following post dilation residual stenosis was 10%. The subject was discharged on dual antiplatelet therapy the next day. On the (B)(6) 2021, the subject visited the hospital for study specific 60-month follow up. During the visit, stent fracture was noted in the study stent. It was noted in response to stent fracture no action was taken. No intervention has been planned for the near future and a new doppler ultrasound examination has been suggested, in twelve months time or earlier if problems occur. At the moment the patient is very well. He can walk far and has no complaints or pain in his legs. It was further reported the eluvia stent had fractures but the patient had no complaints and the stent was still patent.

Manufacturer narrative:
E1:initial reporter facility name - (B)(6). E1:initial reporter address 1 - (B)(6).

Event description:
Imperial clinical trial. It was reported stent fracture occurred. Index procedure was performed on (B)(6) 2016. The 80 % stenosed target lesion was located in left distal superficial femoral artery (sfa) extending to left proximal popliteal artery (ppa), and was 100 mm long with a proximal reference vessel diameter of 6.0 mm and distal vessel diameter of 6.0 mm, classified as tasc ii b lesion. Direct placement of a 7.0 mm x 120 mm study stent was used to treat the lesion. Following post dilation residual stenosis was 10%. The subject was discharged on dual antiplatelet therapy the next day. On the (B)(6) 2021, the subject visited the hospital for study specific 60-month follow up. During the visit, stent fracture was noted in the study stent. It was noted in response to stent fracture no action was taken. It was further reported, no intervention has been planned for the near future and a new doppler ultrasound examination has been suggested, in twelve months time or earlier if problems occur. At the moment the patient is very well. He can walk far and has no complaints or pain in his legs.

Manufacturer narrative:
Initial reporter facility name - (B)(6).

Event description:
(B)(6) clinical trial. It was reported stent fracture occurred. Index procedure was performed on (B)(6) 2016. The 80 % stenosed target lesion was located in left distal superficial femoral artery (sfa) extending to left proximal popliteal artery (ppa), and was 100 mm long with a proximal reference vessel diameter of 6.0 mm and distal vessel diameter of 6.0 mm, classified as tasc ii b lesion. Direct placement of a 7.0 mm x 120 mm study stent was used to treat the lesion. Following post dilation residual stenosis was 10%. The subject was discharged on dual antiplatelet therapy the next day. On the (B)(6) 2021, the subject visited the hospital for study specific 60-month follow up. During the visit, stent fracture was noted in the study stent. It was noted in response to stent fracture no action was taken.